Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier locked down on the artery and the surgeon had to pry it open. The procedure was completed with the same product after it was pried off the tissue. There was no patient consequence.